Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose of 26 mmol/l and insulin pump was under delivering. The customer reported that the ketones test was positive with a result over 2. The customer was treated with insulin pump and pen. The device will not be returned for the analysis.